Event description:
The manufacturer received information alleging a (CPAP) device's sound abatement foam became degraded and caused polyps in the nasal septum, sinus infections, ganglion related to thyroid regrowth, cough, kidney issues and gallstones. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on april 29, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging polyps in the nasal septum, sinus infections, ganglion related to thyroid regrowth, cough, back pain, kidney issues and gallstones related to a CPAP device's sound abatement foam. The patient did not report to receive any medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected externally and internally, observed dust-like contamination at the air inlet of the blower box, dust-like contamination on top of the blower box, the blower motor, and the blower motor seal. A couple of black specks of contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Black fibers (inconsistent with degraded sound abatement foam) on the ui panel on the inside of the unit. Dust-like contamination on the bottom of the blower motor and inside of the blower motor. Slight black contamination, consistent with keratin, at the air outlet of the blower box, tiny unknown white and black specks of contamination (inconsistent with degraded sound abatement foam) in the bottom the blower box. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms. There was no evidence of sound abatement foam degradation. Sections d8, d9, h2, h3, h6 has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging polyps in the nasal septum, sinus infections, ganglion related to thyroid regrowth, cough, back pain, kidney issues and gallstones related to a CPAP device's sound abatement foam. The patient did not report to receive any medical intervention. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.